Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Bleeding is a known potential complications associated with all patients implanted with vads. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the clinical study that the day following lvad implant a left pleural effusion was detected on chest x-ray. At that time no medical intervention was required. The patient was readmitted to the hospital on (B)(6) 2015 with complaints of shortness of breath. The medical team determined that the patient was experiencing a recurrent left pleural effusion, however no medical intervention was provided and the patient was again discharged home. The patient was readmitted again on (B)(6) 2015. During this hospitalization he received a blood transfusion due to acute blood loss anemia after left chest tube placement. The patient was discharged on (B)(6) 2015. No further information was provided.

Manufacturer narrative:
Additional information received indicated that the patient went for thoracentesis on (B)(6) 2015 where 1.2l of fluid was drained. This procedure was followed by chest tube placement. The source of the bleeding was determined to be related to the effusion, thoracentesis, and chest tube placement. The medical team believes the reported event to be related to complications related to the procedure. The last report received indicated that the bleeding has resolved and the patient is stable. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's implant procedure and complications experienced in the immediate post-operative period. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.